Manufacturer narrative:
Based on the claim against the product by the customer noting that the erbe generator issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed and reproduced the issue confirming a faulty erbe generator. After replacement, the system was retested, operated without error and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed, and the reported failure was confirmed and reproduced. The iesu was placed on an in-house system, was run in normal mode and failed. A component failure was identified. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to component failure. This complaint is considered a reportable event due to the following conclusion: the erbe was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party generator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection diagnostic surgical procedure, the integrated electrosurgical unit (iesu) erbe generator displayed c-00 and m-02 error codes. Troubleshooting was attempted by replacement of the energy cables and power cycling the erbe generator; however, the issue persisted. The customer connected a third-party generator, and this resolved the issue. After completing the procedure, the customer informed da vinci technical support engineer (tse) of the issue that happened during the procedure and received a phone assistance. Tse confirmed errors m-02 and 2-71 in the system logs. No troubleshooting was performed with the tse. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: customer confirmed that the procedure was completed with no reported injury.